Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified readings obtained on a healthcare professional meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced "vision disorder" and was first able to self-treat with food sugar" 1 spoon of honey, cakes, sweet drink "iced tea". The customer then experienced hyperglycemia. The customer then self-treated with 1 fast insulin injection. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 46 mg/dl was compared to a healthcare professional meter reading of 410 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.